Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1059 - vista nova study, patient site ID: site ID- (dm-r981747601, r981762101, r981751601). It was reported that on (B)(6) 2026, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, the activated clotting levels were 336s and heparin was given. A pre-implant balloon valvuloplasty was done with a 24mm non-abbott balloon. The valve got partially re-sheathed one time due to non-uniform expansion. The implant depth at 80% was 3.7mm. A post-implant balloon valvuloplasty was done with a 24mm non-abbott balloon due to under expansion. After post dilation, the valve shifted forward after incomplete deployment. The valve position was stable in ascending aorta with partial positioning intra annular. The mean gradient was reduced. The cause of migration was heavy calcification of the native annulus. A new onset left bundle branch block (lbbb) was noted after valve deployment. The patient was reported discharged.

Event description:
Clinical information: crd_1059 - vista nova study, patient site ID: site ID- (dm (B)(6)). It was reported that on (B)(6) 2026, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, the activated clotting levels were 336s and heparin was given. A pre-implant balloon valvuloplasty was done with a 24mm non-abbott balloon. The valve got partially re-sheathed one time due to non-uniform expansion. The implant depth at 80% was 3.7mm. A post-implant balloon valvuloplasty was done with a 24mm non-abbott balloon due to under expansion. After post dilation, the valve shifted forward after incomplete deployment. The valve position was stable in ascending aorta with partial positioning intra annular. The mean gradient was reduced. The cause of migration was heavy calcification of the native annulus. A new onset left bundle branch block (lbbb) was noted after valve deployment. The patient was reported discharged.